Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's atrial lead had dislodged a day after implant. This was confirmed via x-ray that was done during next day discharge check. The lead was explanted and replaced. The patient was stable.